Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No. Could you kindly confirm the total number of products affected by broken threads? 4 pcs. Please provide the lot number: phr750. Yes. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? Operation time increased by about 5 minutes. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. What is the patients current status? The patient is resting at home. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04952, 2210968-2023-04953, 2210968-2023-04954, and 2210968-2023-04955.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no consequences for the patient reported. Lot number phr750 4 sutures have been broken during procedure attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patients current status? Note: related events reported via: 2210968-2023-04953, 2210968-2023-04954, and 2210968-2023-04955.

Event description:
It was reported that a patient underwent a tendon repair procedure on an unknown date and suture was used. During the procedure, when sewing the tendon, the thread broke and the procedure was lengthened by 15 minutes. The procedure was completed by the physician with a different manufacturer product. There were no adverse patient consequences reported. Additional information was requested.